Manufacturer narrative:
Analysis of the device showed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge the fiber proximal to fracture can rotate independently of metal cap, the glass cap and metal cap are detached and not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks, and signs of slight melting. Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Based on analysis results an evaluation code of cause cannot be traced to device will be assigned to this investigation.

Event description:
Analysis of the deice revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge and the glass cap and metal cap are detached. Based on device analysis, the potential for forward firing may exist. There was no patient injury was reported.